Event description:
(B)(6) - veritas, patient site ID: (B)(4). It was reported that on (B)(6) 2025, a 25mm amplatzer amulet 2 was chosen for implant. Patient was discharged home next morning with a stable groin with no hematoma or pseudoaneurysm. It was then reported on (B)(6) 2025, patient presented to emergency department for shortness of breath on exertion which improved when patient took xanax. Patient also complained of palpitations and chest pain. A limited 2d transthoracic echocardiography (tte) noted small pericardial effusion. A decision was made to transfer patient from emergency department to in-patient hospitalization on (B)(6) 2025. A tte on (B)(6) 2025 noted normal systolic function visually estimated ejection fraction of 55-60%. Medication was adjusted and patient was discharged on (B)(6) 2025 in stable condition after observation.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
Upon further review, it was determined that the reported event did not meet the criteria for MDR reporting under 21 cfr 803. Amulet 2 is currently part of an FDA-approved investigational device exemption (ide) trial and is not considered same or similar to the amplatzer amulet device. Due to design modifications, the FDA has requested additional pre-market clinical data to ensure these changes do not significantly impact the device¿s safety, effectiveness, or indications for use. As such, amulet 2 is not deemed as same/similar and does not meet the criteria for MDR reporting at this time.

Event description:
N/a